Event description:
Display/monitor malfunction customer called carefusion technical support. Claims "the ac led on the front panel is blinking off and on". Informed customer the problem could be caused by bad batteries or the control panel is defective.

Manufacturer narrative:
The customer stated that he is going to check our suggestions. If he has any more questions he will call back. Unit was not on a patient. As of 05/04/2015. The customer has not called back. A follow-up call will be placed. Should the customer report a continued problem an RMA will be issued and should the alleged faulty component be received and evaluated, a follow-up medwatch report will be submitted.